Event description:
Event was determined to be reportable based on analysis completed on (B)(6) 2010. It was reported that during a rotational ablation procedure, dynaglide did not function. Upon treating the unspecified lesion with the rotablator rotational atherectomy system, the dynaglide failed. The procedure was completed with this device. No patient complications or injury was reported. The patient status was reported as "fine". Returned device analysis revealed that the rotational speed display does not reflect the actual burr speed.

Manufacturer narrative:
Device evaluated by manufacturer: the foot pedal and console from the related complaint were tested together as a system using a rotalink 1.75mm burr. The foot pedal functioned properly and the dynaglide mode does not function. Analysis revealed that the dynaglide pressure switch does not toggle; the switch failure causes a shuddering noise when the dynaglide mode is active. In addition, the rotational speed display does not reflect the actual burr speed; the display reads "4000" rpm with the turbine mode running at maximum speed. The pressure switch incorporates a polyurethane diaphragm which is subjected to air/gas pressure during console operation. The diaphragm material deteriorates over time and/or through normal use. Typical failure symptoms are internal air/gas leaks, turbine mode, and/or dynaglide mode failure. The pressure switch also incorporates a single-pole, double-throw (spdt) switch that is activated by the diaphragm position. The spdt switch can mechanically fail over time through normal wear and tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause for the switch failure is considered normal wear and tear given the age of the console. (B)(4).